Manufacturer narrative:
The luer-lock connection needs to be tightly secured to ensure adequate insulin delivery and prevent any leakage. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating that the customer was not seeing drips of insulin at the end of the tubing during the fill tubing step. There was no impact to the customer's blood glucose level. However, during the call with tandem technical support, the customer discovered insulin leaking from the luer lock and, upon tightening it, was finally able to see the drips.